Manufacturer narrative:
(B)(4). Final analysis of the pump revealed battery resistance high. Per analysis. "In house battery tester par 273a reports r = 472 ohms. = (-2.97v - -0.605v) / (0.00002a - 0.00503a) ocv - 3.04." Per analysis, the pump contained baclofen.

Event description:
It was reported that the device was replaced. No pt symptoms were reported. No add'l details were provided.